Event description:
Sigmoid colectomy procedure. Plcr75b was loaded with plc75 dlu and was fired. Staple line looked fine. However, ten minutes later the distal staple line opened up about 3/4 of an inch. The distal closure seemed not to be in range when it closed down and fired.